Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. Investigation also revealed that the ok, up and down arrow keypad buttons were found to be intermittently responsive and contamination was found under the key contacts. The bolus button was found to be unresponsive; the pump cover was removed and the bolus slug was found to be inverted and contamination was found under the bolus contact. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and faded display screen. Investigation also revealed a peeling keypad around the ok keypad button; the ok, up and down arrow keypad buttons were found to be intermittently responsive and contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The bolus button was found to be unresponsive; the pump cover was removed and the bolus slug was found to be inverted and contamination was found under the bolus contact. Unrelated to the complaint, evaluation revealed a hairline crack along the battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.